Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci fenestrated bipolar forceps (fbf) involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained. An image associated with this reported event was submitted for review. Review of the provided image is consistent with the alleged complaint: fbf instrument silver cable appears broken.

Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps (fbf) cable was broken. The customer used a backup fbf instrument to continue with the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a fragment did not fall inside of the patient¿s anatomy. There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. There are no reports of the patient returning to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There is no video recording of the procedure available for isi review. The patient information was not provided additionally, intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the idler pulleys. Some filaments of the cable were frayed, but the cable was not fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
Refer to h10/h11 for follow-up information.